Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they used to have triggers, but for some reason, the kitchen is triggering them now and they barely make it to the bathroom. Patient said the issue started about 3 months ago. When asked, patient said they drink a lot of fluids however have not increased their fluids, said that is the reason for going into the kitchen is to get more fluids. Patient also mentioned they had a fall probably 8 weeks ago and fell off the steps, broke their right foot and injured their left foot. Patient asked if that had anything to do with their symptoms. Agent reviewed information and redirected to healthcare provider to further address the issue. Patient confirmed they had not made any adjustments since the fall. Agent reviewed general use, but the patient was not able to find the implanted neurostimulator using the external equipment. Patient said that their current neurostimulator was placed in their left side and it was placed deeper. Asked however patient said doesn't have anyone else with that could provide additional assistance. Patient was redirected to contact managing healthcare provider to schedule an appointment for device check and reprogramming session.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.